Event description:
Pump was removed in 2006 due to roller stall issue. The pt accidentally hit the pump with a hammer, possibly 1-4 times, while pt was doing car repairs. Pump interrogation showed motor stall occurred, stopped pump may exceed tube set. Pump has been stalling off and on many times since exceed tube set. Pump has been stalling off and on many times since last nov and last stall, which occurred in three days later, has not recovered. Pt has reported withdrawal symptoms since a day later. Pt denies having an MRI performed. Dye study and roller study performed. The pt is ok with the replacement pump. Explanted pump was returned for analysis.